Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
During evaluation of the returned system controller, it was found that the broken pin had come from another piece of equipment. It was noted that the controller was only connected to 14v batteries and the power module throughout the downloaded data. The 14v battery clip did not have a pin 5, and therefore it was suspected that the broken pin came from a power module patient cable.

Manufacturer narrative:
D4: lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer¿s investigation conclusion: the reported event of a broken pin was confirmed during evaluation of the returned heartmate 3 system controller (serial number: (B)(6). Upon arrival of the controller, there was a pin stuck in the white power cable's connector. The pin in that particular position pertains to the transmission communication signal of the controller. These pins are present in the patient cables of both the mobile power unit and power module, but are not present in 14v battery clips. The source of the broken pin was not able to be conclusively determined by the customer. Evaluation of the controller¿s log file revealed that the controller was only connected to 14v batteries and the power module throughout the data and therefore, it was suspected that the pin likely belonged to a power module patient cable (lot number: unknown). It was also noted that some atypical power cable disconnect alarms occurred while the white power cable of the controller was connected to the power module patient cable; these alarms appear to be consistent with the connection issue that the presence of the damaged pin would have caused. The pump maintained a speed within the expected range without issue. The root cause of the pin damage could not be conclusively determined through this analysis. The device history records for the patient cable were unable to be reviewed, as its lot number was not provided. The heartmate 3 patient handbook (section 5 entitled ¿alarms and troubleshooting¿) covers all alarms (visual and audible) and the actions to take if the alarms cannot be resolved. The heartmate 3 patient handbook (section 6, entitled "caring for the equipment") describes how to care for and clean all equipment, including the power module patient cable. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.